Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and the subsequent treatment appears to be related to the circumstances of the procedure. The reported device condition indicates the plunger may not have been fully depressed flush with the handle such that the posterior needle and cuff were not blown through the posterior foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a prostyle device after an interventional cerebral aneurysm coil embolization procedure with a 6f sheath. Reportedly after the plunger was removed, there was no suture present. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.